Manufacturer narrative:
Exact date unknown, event occurred a long time ago from date manufacture was made aware. Explant date: a long time ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was not returned.